Manufacturer narrative:
The user facility reported that a diagnostic cycle was initiated and following the start of the cycle the employee left the room. Upon their return water was leaking from the unit. A steris service technician arrived onsite to inspect the processor. The technician inspected the unit's float block and found check valves 2 &3 to be closed. During the fill phase, air present in the chamber could not pass effectively out through the float block. This created an air pressure condition inside the chamber causing air and water to push past the seal between the top of the tray and lid seal. The steris technician replaced the check valves, ran a diagnostic cycle and confirmed the processor to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.